Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company rec'd a report where it was claimed that the cuff burst during pt use. The caller could not confirm the exact location of the burst but that it contributed to a leak. The end clinician elected to extubate and reintubate with a replacement tube. The replacement tube was an unspecified brand/model however, the tube was replaced without incident to the pt.